Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.9 inr/2.95 inr; 2.5 inr/1.85 inr; 2.8 inr/2.1 inr; 3.5 inr/2.63 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Noise was noted on this patient's atrial lead via home monitoring. During a revision procedure, the atrial lead was found to be loose in the proximal set screws of this device. The lead was reattached and the set screws ratcheted down and checked for tightness. Following the procedure, noise was no longer present on the atrial lead. All reports indicate that this device remains implanted. Should additional information become available, this event will be updated.